Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Ages/date(s) of birth: 75.0 +/- 9.3. Gender(s)sex(es): female 862 (62.7). Date of event: unknown, not provided. Catalog#: a complete catalog number is unknown as serial numbers were not provided. Expiration date: unknown, as serial numbers were not provided. Serial#: unknown, information was not provided. Unique identifier: a complete UDI# is unknown as the serial numbers were not provided. Implant date: unknown, information was not provided. Explant date: not applicable as the devices were not explanted. Initial reporter's phone number: unknown, not provided device manufacture date: unknown, as serial numbers are provided (B)(4). Device evaluation: product testing could not be performed as the products were not returned. The reported events could not be verified. Manufacturing record review: a review of the records could not be performed as the product serial numbers were not provided. Conclusion: based on the investigation, no product quality deficiency was identified. Citation: tuuminen, r., lindholm, j., laine, I. (2019). Five-year cumulative incidence and risk factors of nd:yag capsulotomy in 10 044 hydrophobic acrylic 1-piece and 3-piece intraocular lenses. Am j ophthalmol, apr (200), pp.218-223. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: five-year cumulative incidence and risk factors of nd:yag capsulotomy in 10 044 hydrophobic acrylic 1-piece and 3-piece intraocular lenses. The article reported of performing a retrospective study of 10,044 eyes; 969 of which had posterior capsular opacification by 5 years post op, requiring a yag laser. Of the 969 eyes requiring yag, 18.1% had been implanted with a zcb00; 9.6% had been implanted with za9003. This emdr report pertains to the intraocular lens (model za9003). A separate report is being submitted for the intraocular lens, model zcb00.